Event description:
A medwatch report # (B)(4) was received stating that: rt was preparing to change out heliox tank. Prior to starting, rt moved the vent slightly and all of a sudden vent shut down and started alarming with message "restart ventilator." (B)(4).

Manufacturer narrative:
(B)(4).